Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, gas calibration failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs failed calibration and the event log indicated that the oxygen (o2) sensor was out of range during calibration. A luo o2 sensor was installed into the epgs and calibration was successful. It was determined that the o2 sensor output was too low during calibration causing the failures. The service repair technician (srt) duplicated the reported complaint. Upon power up and warm up of the epgs, the o2 sensor failed calibration. The o2 sensor was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.